Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this rv lead was explanted due to other non-product experience. A new lead was successfully implanted. Additional information indicated that the patient had possible infection. No additional adverse patient effects were reported.